Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, anesthesia was administered. The patient¿s condition subsequently deteriorated, and hypotension was observed. Resuscitation was performed, and the patient was found to have acute right ventricular failure. An atrial septal defect (asd) was identified in the septum, accompanied by a right-to-left shunt and a decrease in oxygen saturation. The clip was implanted, and an asd occluder was placed. The patient required repeated resuscitation and was able to be stabilized only with medication following the procedure. The mr was reduced to grade 1¿2 at the conclusion of the case. There was no clinically significant delay.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation, hypoxia, hypotension and heart failure/congestive heart failure was unable to be determined. The reported patient effects of perforation, hypoxia, hypotension and heart failure/congestive heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, medication required and hospitalization or prolonged hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: health effect - clinical code: 1914 health effect - impact code: 4607